Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to physical stress. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the bending tube was damaged due to physical stress. The adhesive on the bending rubber was deteriorated and chipped. The connecting tube had a dent. The image guide (ig) protector was cut. Due to wear of angle wire, the bending angle in the up direction did not meet the standard value. The universal cord was scratched. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It was unknown what the foreign material was or when the foreign material adhered to the nozzle, the insertion section was wiped, the endoscope was presoaked in detergent solution, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material adhered to the probe cover and distal sheath could not be identified. The cause of the foreign material residue in the device could not be identified. The event can be detected by following the instructions for use: chapter 4 flow of reprocessing work for endoscopes and accessories. Chapter 5 endoscope reprocessing. Chapter 6 reprocessing of endoscopes using endoscope cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope tip was cracking. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, a foreign body was adhered to the probe cover and distal sheath. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.